Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up, post-paced t wave oversensing was observed on a stored egm. The device was reprogrammed. The patient condition was okay.